Event description:
Patient was revised to address infection. It was reported that the sleeve was loose. **update** (B)(6) 2012 - litigation papers received.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified no other reports of infection against the provided product/lot code combinations. It should be noted, the updated reporting indicates test results were negative for infection and prostalac was placed regardless. The database search identified no other reports of any kind against the femoral stem. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.